Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer experienced an elevated blood glucose level of 514 mg/dl. A correction injection was administered to address the high bg. The customer reverted to an alternate method of insulin therapy.